Event description:
Device malfunction: difficulty removing filter. Time of malfunction: during the procedure. Symptoms/ae: filter removed with another retrieval catheter. It was reported that during carotid stenting procedure, the emboshield embolic protection device (epd) was deployed and a stent was implanted and post-dilatated. There was difficulty retrieving the emboshield epd. The retrieval catheter was advanced to the epd; however, there was difficulty pulling out the red safety tab on the retrieval catheter. Using force and resulting in a 15-20 minute procedure delay, the red tab was finally removed but the tip of the retrieval catheter had not opened to receive the filter. The retrieval catheter was removed and it was observed that the tip of the retrieval catheter was accordioned. An unsuccessful attempt was made to remove the filer using a non-abbott device. A retrieval catheter from another emboshield package was used to successfully retrieve the epd. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.